Event description:
Discordant hcg and afp results were obtained on a pt sample, generated on immulite 2000. The sample was repeated and the results were not reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant hcg and afp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcg and afp results were due to a malfunction of the incubator cover. The fse replaced the incubator cover. The instrument is performing within specifications. No further evaluation of the device is required.